Manufacturer narrative:
A4: a6: unk. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -8.50 into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens. The problem was resolved. The cause of the event was reported as unknown.